Event description:
Family member of home patient (hp) contacted baxter's technical service center for assistance during hp's apd therapy. Family member reported a hole in the patient line of the homechoice set, which resulted in a leak. This leak resulted in the patient receiving a low drain volume alarm. The technician assisted the family member in ending therapy at time of call and advised family member of hp to contact rn. Follow up with the hp's rn indicated the hp completed therapy with manual exchanges and was treated prophylactically with keflex 7.5mg/kg twice daily for 4 days. No patient injury reported per rn.